Event description:
Additional information received noting that the death is not believed to be related to the vns device. The death form was also filled out which noted the patient was receiving therapy at the time of their death. The patient passed away on (B)(6) 2025 and the vns was not explanted. The cause of death remains unknown, it was noted that the patient left home and was later found deceased. The death was not witnessed and the physician is unaware of an autopsy being performed.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient recently passed away. No other relevant information has been received to date.